Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a brand-new ilet insulin pump generated an alert indicating insulin shaft encoder failure during initial setup after the user successfully rewound but received alert 39 during fill tubing, and the issue persisted after restart with the device charged to 75 percent; the device was replaced and the user was advised to use backup therapy and to shut down the device to avoid further alerts. Symptoms included no adverse clinical effects or changes in blood glucose, and no medical care was required. Outcomes included interruption of insulin pump therapy with a replacement device provided and continued cgm use on a mobile app or receiver. Investigation included a review of device history and user-reported pump alarm history, verification of power status, guided restart, and confirmation of the recurring alarm. Investigation of this case revealed a malfunction related to the insulin delivery mechanism consistent with an insulin shaft encoder failure within the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.